Event description:
Mrs. (B)(6) states she had an accident because the drive straw won't stay where it needs to be. Mrs. (B)(6) states that she hit the switch on the headrest and her chair didn't stop. She alleges she fell off a deck. Mrs. (B)(6) states she hurt herself really bad. She states she broke both legs in multiple spots. It happened (B)(6). She alleges it busted her head open. Three nurses were present when the accident happened. She was on the lift and the tires went off of the lift. She does not know what kind of lift it is. She states she is just getting to where she can sleep on the right side of her head, as she hit the cement with her head. Because of her paralysis the ambulance didn't come get her. She alleges she wouldn't let them admit her. She then went on a trip, they couldn't wake her up and that¿s when they found out she had a concussion. She is paralyzed from the neck down. Although she doesn't feel it her body feels it. She went on to say that the dealer had sparks coming out of the back of the chair.